Event description:
It was reported that the implants at tooth locations #19 and #20 were placed and one (1) week later at follow up, the patient was ok, but then started feeling pain. The patient also had erythema / fluctuant and the implants were removed.

Manufacturer narrative:
Multiple MDR reports were filed for this event. Please see associated report: 0001038806-2023-00322. Zimmer biomet complaint number (B)(4). Weight unknown / not provided. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.